Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lubricant jelly was missing from the touhless kit.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one bard touchless male urethral catheter kit in open original packaging. A small sliver of a foil packet was identified in the kit, however no lubricating jelly packet was identified in the kit. The lubricating jelly packet is part of the product structure per end item/product structure. The exact cause is unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. (Caution: care should be taken not to contaminate edges or inside of bag with fingers or tube."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lubricant jelly was missing from the touhless kit.